Event description:
It was reported that an ilet user experienced nighttime low glucose, in the context of routinely consuming unannounced bedtime snacks such as oranges and pudding, with pre-bed glucose commonly in the 250¿300 mg/dl range. Technical support reviewed device reports and explained that the correction algorithm would continue delivering insulin when snacks are not announced. Symptoms included hypoglycemia with a reported low of 70 mg/dl and hyperglycemia peaking at 300 mg/dl. Outcomes included user education and troubleshooting regarding meal announcements and appropriate treatment of low glucose with oral carbohydrates. Investigation included technical support review of available pump data and user-reported history. Investigation of this case revealed that missed meal announcements and subsequent algorithm-driven corrections were consistent with the observed hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior, specifically missed meal announcements leading to excess insulin delivery relative to unannounced carbohydrate intake.v.